Event description:
One pt was identified with ralstonia isolated from tracheal aspirate. The pt was admitted for heart transplant. Pt has treated with vapotherm pre-transplant. Pt was treated with bipap and mechanical ventilation. There was no indication of adverse event. The vapotherm was not cultured. Pt was subsequently discharged. One cystic fibrosis pt cultured positive for ralstonia in 2005. This pt was not treated by a vapotherm device. A dialysis pt cultured positive for ralstonia 5 days before the transplant pt. The dialysis pt was not in proximity to the transplant pt. This pt was not treated by a vapotherm device.